Event description:
Healthcare professional reported "pt taken to operating room for hiatal hernia repair and inspection of 9 yr old "lap-band which was not functioning appropriately." It was "found to be leaky." F/u info: health professional reported pt also had an obstruction. Event was first noticed when pt allegedly experienced "increased reflux and heartburn." The entire system was removed and replaced.

Manufacturer narrative:
(B)(4). The reporter stated the device is not available for return. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux, heartburn, obstruction, and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of hernia as follows:"there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: hernias, including hiatal hernias." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." Device labeling addresses the reported events of acid reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."